Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent low voltage alarms when connected to the power module. The system controller reportedly felt very warm.

Manufacturer narrative:
The device was returned to the MFR for eval. The reported event of low voltage alarms was confirmed and reproduced during analysis. The eval of the returned system controller revealed a damaged /severed inner conductor in the black power lead. Movement of the black power cable at the connector end resulted in power cable disconnect and low battery alarms as well as pump stoppages while tethered to the power module. This situation has been addressed through the MFR¿s corrective preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.